Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had the caps "come off the cassette too easy". This was observed during patient set up for peritoneal dialysis therapy, when loading the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.